Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to low blood glucose. Customer's blood glucose at the time of the call was 224mg/dl. Customer's wife stated that the customer was hospitalized due to low blood glucose and fell on her, breaking her back in two places and that they needed a new insulin pump. The customer was treated with glucagon. The customer was asked about hospitalization but stated that he was not hospitalized and asked to speak to spouse instead. The customer's wife wanted the call to be transferred to customer's son. The customer's son declined troubleshooting for the low blood glucose and high blood glucose of over 700mg/dl. The customer son stated that the customer was actually hospitalized about a year ago for high blood glucose of over 700mg/dl. The insulin pump will not be returned for analysis.